Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot # f1321905) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a pt underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the mid femoral head. A pre-procedure femoral angiogram showed no presence of pvd in the vicinity of the access site and the vessel size to be 7 mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that during pull back the balloon ruptured at the second stop. The device was removed and the pt was converted to 10 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.